Event description:
It was reported that prior to an unknown procedure, the titanium tip broke during self-test. The broke piece did not fall into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Device has been reprocessed. The device was returned with the distal tip of the blade broken off and not returned, also the black tissue pad was not returned. There is evidence of body fluids were present on the device and the remaining blade portion was scratched - evidence that the device had been used (complaint was that the blade tip broke off during the self-test prior to the procedure). The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The instrument was disassembled and it was noted that there was rust accumulated at the link pin and the trigger guide pin shroud guide. In addition to this it was noted that the rotation knob had an additional hole for the blade retention pin. These are all evidence that the instrument was reprocessed

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.